Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported upon review of the merlin.net transmission, the right ventricular lead exhibited noise resulting in implantable cardioverter defibrillator to deliver inappropriate anti-tachycardia pacing. The device was reprogrammed. The patient was in stable condition throughout the event.

Manufacturer narrative:
The reported event of noise could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Analysis was normal. No anomalies were found. The cause of the field event remains undetermined. Correction: follow-up report number -1 had explant date missing, it should have been (B)(6) 2019.

Event description:
New information on (B)(4) 2019 stated the device was explanted and the right ventricular lead was capped. Both were replaced. No further information was available.

Manufacturer narrative:
Correction: (B)(4).